Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels twice. Once in (B)(6) of 2009, and again in (B)(6) of 2010. The customer stopped insulin pump therapy after the second hospitalization. It was also reported that the customer was running out of insertion sites due to scar tissue from 35 years of diabetes. The customer has lost confidence in the insulin pump, and requested a replacement. Nothing further was reported.